Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 d4 batch #: z7041j investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad an off center burn in was observed. The device was connected to the energy system and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch z7041j, and no non-conformances were identified.

Event description:
It was reported that, during an unknown surgery, the jaws were misaligned, preventing it from clamping correctly. They are confirming the details. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.